Manufacturer narrative:
The insulin pump was received with operating currents within specification. It passed the following testing; unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device was received with no vibrator alert due to broken black wire on vibrator motor. The device properly connected to glucose sensor simulator, no sensor errors noted. The device also had cracked battery tube threads and minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call, her insulin pump was beeping, wants it set on vibrate, as she doesn't want to be set on audible. Customer's blood glucose was unknown. Troubleshooting was performed as the device did not vibrate. Customer stated the device did not vibrate when she pressed the act and up arrow to set an easy bolus amount. A self-test was performed and the device did not vibrate. Customer was advised the device needed to be replaced and agreed to return for analysis.